Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were four ventricular nst<=210 ms on (B)(6) 2012 in the timeframe between 14:37:39 and 14:40:27 and three lfp high rate-ns <= 210 ms average v-cycle on (B)(6) 2012 in the timeframe between 10:33:20 and 14:40:34. The lead integrity alert triggered due to one patient alert for lead failure predictor on (B)(6) 2012 14:40:01.

Event description:
It was reported that during implant, the patient was non-responsive and suffered hemothorax due to a subclavian stick from the lead. The hospital staff thought no capture was observed and turned on a temporary pacer which created over counting and resulted in inappropriate therapy to the patient from oversensing. One hour after implant, the patient went into ventricular fibrillation and was treated appropriately. Both the device and lead remain in use. No further patient complications have been reported as a result of this event.